Manufacturer narrative:
The lot was manufactured from june 09, 2020 - june 15, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed residual fluid contained inside the bladder of the device which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. Alter the expected infusion time of 46 hours, approximately 20-30mls remained in the device. The device was filled with 1800mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.